Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on fenruary 21, 2025. D4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. H6: imdrf device code a090402 captures the reportable event of device unable to deliver energy. Imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for polyp during a polypectomy procedure performed on an unknown date. During the procedure, there was no cautery. It was noticed that the device failed to deliver energy and the distal tip did not open. The procedure was completed with another of the same captivator snare device. There were no patient complications reported as a result of this event. Additional information received on february 21, 2025: it was clarified that the snare was unable to cut the target polyp.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy. Imdrf device code a0501 captures the reportable event of cautery pin detached. Block h11: block b5 has been corrected to remove the statement of snare unable to cut as it is no longer applicable to the complaint.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for polyp during a polypectomy procedure performed on an unknown date. During the procedure, there was no cautery. It was noticed that the device failed to deliver energy and the distal tip did not open. The procedure was completed with another of the same captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy. Imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for polyp during a polypectomy procedure performed on an unknown date. During the procedure, there was no cautery. It was noticed that the device failed to deliver energy. The procedure was completed with another of the same captivator snare device. There were no patient complications reported as a result of this event.